Event description:
It was reported by the customer's wife that the customer had a button error alarm the insulin pump. Customer's blood glucose level was 155 mg/dl. Customer's wife stated that it was hooked onto a belt. Insulin pump will need to be replaced. Customer was advised to discontinue use of the pump and revert to a back-up plan per health care professional's instructions. No additional information provided.

Manufacturer narrative:
Currently, it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
Insulin pump received with intermittent buttons due to corroded keypad traces. No button error alarms noted. Insulin pump received with bleeding lcd. Insulin pump received with minor scratches on lcd window, cracked case at display window corners, cracked reservoir tube lip and missing end cap sticker.